Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and needed assistance with linking the transmitter to the device. Blood glucose level at the time of the incident was over 400 mg/dl. Blood glucose at the time of the call was 354 mg/dl. Customer treated with bolus and injection. Customer also reported getting sensor with bent cannula change sensor alert. Customer stated the auto mode was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer completed troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.